Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx des were implanted - three in the lad and one in the rca. Cec adjudicated an event as non q wave mi (target vessel), 3rd udmi peri- pci in the mid lad. Safety assessed the event as possibly related to the device but not related to anti-platelet medication. Cec commented septal branch occluded and adjudicated non q wave mi of the target vessel, 3rd udmi peri pci one day post procedure. Cec adjudicated stent thrombosis as no event.